Manufacturer narrative:
Continuation of d10: product ID 97755-s, lot# serial# (B)(6), product type recharger b3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that it had been taking longer to charge the ins. Patient stated that they had to charge every day and that now it was taking over an hour and a half to charge their implant. Patient said that prior to this it would take 45 minutes to an hour to fully charge the implant. Patient mentioned resetting the controller from time to time. Agent walked the patient through resetting the controller. Patient confirmed that there was no visible damage to the controller port or to the recharger. Agent had the patient initiate a recharging session of the implant; patient was recharging at excellent. The issue was not resolved. Agent sent a request to the repair department to replace the recharger. Patient mentioned they do not have any managing physician. Patient stated that they need to move the implant over but no physician wants to do the revision. Patient stated also that the ins goes up from the right side instead of the bottom of the spine. Patient added that they increased the stimulation of the ins up so high because their left leg does not get any juice hardly.